Event description:
Reference number (B)(4) event occurred in the united states. It was reoported that the patient faced infusion set leakage and bleeding event on (B)(6) 2025. The patient also experiencing a site issue at the left abdomen, specifically bleeding at the insertion site. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.